Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, an over-sensing alert was noted along with intermittent ventricular capture. The patient them presented in-clinic reporting dizziness and had experienced arrhythmia, causing the over-sensing alert. No true over-sensing episodes were noted. Upon examination, intermittent capture was confirmed, revealing that the right ventricular (rv) lead was dislodged. A chest-x-ray was performed on (B)(6) 2021. The rv lead was repositioned on (B)(6) 2021. No patient consequences were reported throughout the intervention process.